Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.

Event description:
The surgeon reported that he undertook a revision of an accolade stem, trident liner and co cr head. The revision was due to pain and a loose stem, and the surgeon suspected trunnionosis.